Event description:
Covidien received information stating that, during pt use, the ventilator's display went blank. The pt was manually ventilated and switched to a second ventilator. No harm or pt injury reported.

Manufacturer narrative:
Covidien reference number (B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the customer reported issue. The cse ran extended self-testing (est), short self testing (sst), performance verification testing (pvt) and calibrations. The device passed extended self-testing.